Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the lower extremity. During removal of the .014 hi-torque winn guide wire the tip was nearly separated and became stuck within the tip of the balloon dilatation catheter (bdc). The guide wire and the bdc were removed as single unit. Reportedly, there had been no resistance during advancement or retraction of the guide wire. A non-abbott guide wire and a new bdc were used to complete the procedure. There were no adverse patient effects. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The resistance during removal could not be replicated as the tip had already been separated. The tip damage was confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that reported difficulties appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history was performed and revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.